Manufacturer narrative:
Conclusion: conduction disturbances, such as complete heart block are known potential adverse effects per corevalve instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav, as was the case in this event. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
Additional information was received that approximately one year and three months following the valve implant, a second valve was suc cessfully implanted valve-in-valve due to moderate-severe paravalvular leak (pvl). (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic heart valve the patient exhibited complete heart block. A temporary pacemaker, which had been removed after valve implant, was reinserted and temporary pacing support was resumed until a dual-chamber pacemaker was implanted the following day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.